Manufacturer narrative:
This complaint was brought to vygon's attention by the FDA medwatch program. The corresponding medwatch for this complaint is mw5041738. Although the samples was not returned, the details of the complaint investigation were sent to vygon (B)(4) for complaint investigation. Vygon (B)(4) was unable to confirm the complaint because the catheter was not available for evaluation. Without the catheter to test vygon is unable to determine if the holes were caused by high pressure , or by some other source. Each catheter is leak and flow tested by vygon before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Holes created by high pressure are typically seen when a small syringe is used with these catheters. There will be no corrective action at this point, but vygon has entered this complaint into our logs, and will continue to be vigilant about this type of complaint.

Manufacturer narrative:
This complaint was brought to vygon's attention by the FDA medwatch program. The corresponding medwatch for this complaint is mw5041738. The device was not returned to vygon for eval, but the details of the complaint will be examined during the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Catheter was found to have holes along the length of the catheter.